Event description:
The patient was on total body cooling and during the course of her three day cooling, the machine shut off three times and alarmed "check probe". The nurse was able to restart the machine without difficulty the first three times. The fourth time, the machine shut off at approx 48 hours into cooling and alarmed "check probe". I was contacted by the nurse caring for the patient after she could not get the machine to restart. I advised her to replace the probe, which she did. No further concerns were experienced. The probe was not changed after the first three alarms because the machine was easily restarted and to minimize the discomfort to the patient. Cooling should not be interrupted for more than 30 minutes.======================manufacturer response for rectal/esophageal temperature probe, steri-probe (per site reporter)======================the manufacturer will contact me with a return material authorization number to return the probe for testing.